Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 530 mg/dl. Customer thinks that she ate and her blood glucose was 570 mg/dl. Customer stated that her blood glucose stayed in the 500's mg/dl all day and the cannula was bent in half. Customer has only been treating with the insulin pump. Customer stated that she stands upright when inserting the infusion set. Customer stated that she has stretch marks but not where she inserted. Customer has been using the infusion set for 1 day. Customer was advised to change the infusion set. Customer stated that she thinks her high blood glucose started last night and it was possibly over 300 mg/dl. Customer stated that her blood glucose has been running high all day today. Customer declined troubleshooting for high blood glucose and stated that she is going to be switching to a new pump.